Event description:
A customer received a comfortclassic nasal mask with a missing forehead pad from his durable medical equipment supplier (dme). The customer was aware the forehead pad was missing; however, he used the mask by tightening the headgear until the leak resulting from the missing pad was tolerable. The customer alleged that as a result of the tightening required to correct this leak his retina was torn, and that he subsequently underwent laser surgery to correct this tear. The nasal mask associated with the reported incident was disposed of by the dme before it could be evaluated; however, an investigation of the customer's allegation has been initiated, and a follow-up medical device report will be submitted when it is complete.

Manufacturer narrative:
Device disposed of before an evaluation could be completed.